Manufacturer narrative:
(B)(4). This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA. (B)(4). Results of investigation: the carefusion factory service department received the suspect component and verified the customer's reported issue. Visual inspection reveals pin 2 is missing, pins 3, 4 and 5 are burned. The suspect component was scrapped and a replacement was sent to the customer.

Event description:
The customer reported that the ac adapter was shorted out. There was no reported patient involvement.